Event description:
Customer reported high blood glucose event. The paramedics were called to treat customer at the scene. The blood glucose reading was 394 mg/dl. Customer had an anxiety attack and stress. Customer refused to be transported to hospital. The current blood glucose reading is 160 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.